Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number gd893891 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The root cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient began treatment with cefazolin (1.3 grams daily, intraperitoneal injection (ip) and ceftazidime (1.3 grams daily, ip) for peritonitis. Two days later, the ceftazidime therapy was stopped. The patient was recovering from peritonitis.